Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that the battery packs do not fit into the monitor. He stated that he needed to give it a good "smack" to get it to fit into the monitor. Support asked him not to do this. Support sent him a replacement monitor and battery packs.

Manufacturer narrative:
Device manufacture date: monitor (B) (4). Battery pack (B) (4) - 01/2008. Battery pack (B) (4) - 07/2007. Device evaluation summary: device evaluations of monitor (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. Battery pack (B) (4) had a damaged battery connector. The connector pin was so bent that the battery pack would not read or charge. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The other battery pack and the monitor were fully functional. They were retested and restocked. No adverse events resulted from the damaged battery pack. The psr received a replacement monitor and battery packs.